Event description:
Clinical report states that a calcar fracture that occurred while placing the femoral sleeve during a primary tha was treated intraoperatively by cabling and protected weightbearing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that a calcar fracture that occurred while placing the femoral sleeve during a primary tha was treated intra-operatively by cabling and protected weight bearing. Doi: unknown (hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Not returned.